Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received excessive no delivery alarms. The customer reported that they have performed troubleshooting in the past. The customer reported that on (B)(6) 2018 they experienced hyperglycemia of 28. 8 mmol/l and was treated with mdi. The customer declined to troubleshoot. The customer reported that they no longer trusted insulin pump to deliver. Troubleshooting was performed related to no delivery alarm. The customer was advised there could have been possible site occlusion and site/ set issues. The customer further declined to complete the troubleshooting at the time of call. The root cause of the customer's high blood glucose could not be determined. The customer was advised to return the insulin pump. The insulin pump is expected to return for analysis.